Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found that the stent was returned dislodged from the balloon, confirming the reported information. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were measured and met manufacturing criteria. Stent dislodgement can be influence by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Analysis noted balloon peeling 1 mm proximal to the distal end of the distal balloon marker which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the handling of the balloon. It is possible that the balloon may have been inadvertently handled, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported stent dislodgement and noted balloon peeling could not be determined. All stent delivery systems are 100% visually inspected online for stent placement and balloon shredding. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: stent dislodgement. Time of device issue: inspections for use. Adverse event: none. It was reported that while unpacking the rx vision stent delivery system (sds), the stent was noted to be crimped on the balloon. The sds was inspected and the stent dislodged from the shaft. This happened without applying any particular pressure. The device was not used. No patient effects have been reported.